Manufacturer narrative:
Product ID, 8780 lot# serial# unknown, product type catheter product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that a computed topography (CT) scan had showed this catheter had dislodged out of the intrathecal spaced but it was still secured in anchor in the back. A spinal segment revision was done. The patient had reported a loss of pain relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had a total of 4 revisions due to displaced catheters. They do not know why they kept coming out of place. The patient denied injuries etc. It was thought that it could be an anatomical issue because she was very, very tiny and petite. There had been nothing wrong with the catheters at all; they just kept coming out of the intrathecal space. The dates of revisions were (B)(6) 2012 and (B)(6) 2013. The symptoms for each case were pain and lack of relief. The dislodgements were confirmed by CT each time. The patient had been fine since the last revision and receiving effective therapy. Refer to the following manufacturer reports for the past catheter revisions: #3004209178-2013-06224, #3004209178-2013-06226, and #3004209178-2013-03620.